Event description:
It was reported that the threaded tip of the inserter retention shaft broke while trying to remove it. Using the plif inserter to insert the implant, the surgeon tried to unthreaded the retention shaft but had difficulty unthreading it from the implant. The broken portion was not retrievable inside the implant/ thread interface. No delay in surgery. No additional clinical information was provided, and no patient adverse health conditions reported.

Manufacturer narrative:
This MDR reposrt is past the reporting date due to gaining access to esg protal for reporting. If information is provided in the future, a supplemental report will be provided.